Manufacturer narrative:
Other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was receiving morphine [5 mg/ml] at a dose of 1.07 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was working on their vehicle over the weekend and leaned on their stomach where the morphine pump was implanted and felt a sharp pain in the area where the pump was. Ever since that happened, the patient had been kind of dizzy and light headed. It was indicated that this was considered a sudden change in therapy/symptoms. The date of the event was reported to be (B)(6) 2017. The patient was wondering if they could have damaged the pump when working on the car. It was noted that the patient had tried to call the doctor all day on (B)(6) 2017 but had not been able to get a hold of anyone. On (B)(6) 2017, additional information was received from an hcp. It was reported that the patient was refilled two weeks ago and the refill was unremarkable. It was noted a couple of days post refill the patient was leaning over a car which was pushing on the pump and the patient felt acute dizziness. They were wondering about the pump malfunctioning and overinfusing. They wondered how to check the pump reservoir volume. It was noted that the hcp had interrogated the pump and the programming was accurate and there were no pump alarms. The hcp reported the date of the event was ¿a couple weeks ago." Additional information was received from an hcp on (B)(6) 2017. It was reported that they were only able to aspirate 0.5-1 ml after several drips from the catheter access port (cap) to do a dye study. The hcp wanted to know if it could be kinked to the point that the hcp could not aspirate any more after several drips. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient re-reporting that "several years ago" their "pump failed" and it "took a while" to find out the issue was with the catheter. Patient mentioned they had to take medication by mouth and was overdosed and also went through withdrawal and states "it was sheer hell".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-dec-28. It was reported that the patient was seen on (B)(6)2017 after complaints of ongoing dizziness. The intrathecal (it) pump was interrogated and patient was scheduled for dye study on (B)(6)2017. After attempting a dye study, the hcp was unable to aspirate more than 1 cc of cerebrospinal fluid (csf). The patient was referred to a spine surgeon for correction of a possible catheter obstruction. It was indicated that the pain, dizziness, and light headedness had not been resolved and that the patient would follow up with the spine surgeon. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient was currently seeing different healthcare professional (hcp) for surgical pump revision. Patient had not followed up since being referred to the hcp. It would be determined on follow up if the reported symptom of the sharp pain in the area of the pump was related to the reported product problem of the issue with only being able to aspirate 1 cc. Patient's weight at the time of the event was (B)(6) lbs. No further complications were reported.